Event description:
Event description cpi received information that subsequent to implantation of this implantable cardioverter defibrillator (ICD) system, the patient experienced a pnuemothorax, requiring insertion of a chest tube.